Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated type of investigation. H6: updated investigation conclusions. This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. No further investigation is required at this time. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Following gore¿s investigation, the previously submitted annex f code has been updated to reflect gore¿s final conclusion. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the device.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. After multiple requests, specific lot number information was not provided for this device, but product type has been confirmed. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: on (B)(6) 2004: (B)(6) . (B)(6) , md. Operative report. Preoperative diagnosis: incarcerated recurrent ventral incisional hernia. Postoperative diagnosis: strangulated recurrent ventral incisional hernia. Laparoscopic-assisted reduction of the strangulated hernia and laparoscopic-assisted small bowel resection. Laparoscopic-assisted ventral hernia repair with mesh. Assistant: (B)(6) , md. Anesthesia: general. Indication: this 48-year-old male presented to the emergency department complaining of increasing abdominal pain and an increasing abdominal bulge through a right subcoastal incision. He had had a previous hernia repair and had noted a small recurrence, but it was much larger at this time. He had x-ray findings consistent with small bowel obstruction. He is now brought to the operating room for emergency repair. The procedure and the risks were discussed with him preoperatively. Technique: ¿he was brought to the operating room, placed supine on the operating table, and a general anesthetic was administered. A foley catheter was placed in the bladder. His abdominal wall was shaved and sterilely prepped and draped. The palpable mass could be felt on the mid portion of his right subcoastal incision that was not reducible. In the left lower quadrant area, an incision was made through the skin and subcutaneous tissue as well as the anterior layer of fascia. Blunt dissection was used for muscle splitting, and the peritoneal cavity was entered bluntly. A hasson trocar was introduced into the peritoneal cavity, and a pneumoperitoneum was created by insufflation of co2 gas. The laparoscope was then introduced and the right abdominal wall visualized, and I could see the hernia with what appeared to be bowel and omental contents in it. I placed a 5 mm trocar in the left mid abdomen and a 10 mm trocar in left upper quadrant. I then began reducing omentum out of the hernia defect and reducing the bowel using careful blunt dissection. The bowel appeared to be infarcted in one local section and when I reduced it, I was able to reduce it completely and reduced the rest of the omentum out of the recurrent incisional hernia. At this time, I knew I was going to have to do a small bowel resection. I did not now [sic] if I was going to definitely need to use mesh or not to repair the hernia, so I decided to make a small supraumbilical incision through the skin and subcutaneous tissue, fascia and peritoneum. I brought up the infarcted segment of small bowel through this. I then divided the small bowel both proximally and distally to the infarcted segment which measured approximately 6-7 cm. I divided the mesentery of that small segment of small bowel and then ligated the vessels with clamps and handed the small bowel off the field to be sent to pathology. Next, I performed a side-to-side stapled anastomosis with the remaining enterotomy being closed by a linear noncutting stapler. The distal-most anterior staples were reinforced with a 3-0 silk lember-type suture, and the mesenteric defect was closed with interrupted 3-0 silk sutures. The anastomosis was patent, viable, and under no tension. I dropped it back into the abdominal cavity. Gloves were changed at this time, and the abdominal cavity was irrigated with warm saline and the fluid evacuated. No active bleeding was noted at this time. I then closed the fascia of the small midline supraumbilical incision with a running pds suture. The subcutaneous tissue was irrigated and skin closed with staples. The hasson trocar was removed, and then the skin was closed with staples. I reinsufflated the abdomen through the 10-11 mm trocar site and placed the laparoscope there. I then identified the hernia defect in the right mid abdominal area and reincised part of the subcoastal incision down to the level of the fascia until I could identify the hernia defect. There appears to be some inflamed tissue here, and I further reduced omentum out of this and then excised part of the hernia sac. I decided to try to close this primarily because of the inflammatory response. I did this was two simple 0 novofil sutures, as the defect was approximately 2 cm in size. I then irrigated out the area with antibiotic solution. A grain was then placed into the wound and exited out inferior to the incision and anchored to the skin with 3-0 nylon suture. The subcutaneous tissue was closed over the drain with a running vicryl suture and the skin closed with staples. The remaining trocar were removed, and all incisions were closed with staples, and sterile dressing were applied. As the patient was waking up, he began coughing and retching violently before the endotracheal tube was removed, and a large pop was heard. I requested the patient be put back to sleep. Once he was back to sleep, I obtained new instruments, removed the bandages, and prepped and draped the area over the ventral incisional hernia site. I removed the staples and cut out subcutaneous stitch and then visualized the primary hernia repair. Both stitches had broken. I subsequently decided that he was definitely going to need some mesh. I went ahead and identified the fascial areas for 2-3 cm circumference around the primary hernia. Once I had done this, I then primarily closed the hernia with four interrupted novofil sutures. I then left the sutures without cutting them and placed a piece of polypropylene mesh and throwed all the sutures through the mesh to anchor it directly over the hernia repair. The periphery of the polypropylene mesh I anchored with a running 0 prolene suture. This provided more than adequate coverage of the defect as well as adequate overlap. I then irrigated out this area well with antibiotic solution. I re-placed the drain over the mesh. I then reclosed the subcutaneous tissue over the drain and mesh with a running 2-0 vicyrl suture and closed the skin with staples. Sterile dressings were then applied again. He tolerated the procedure well. He was extubated and taken back to the recovery room uneventfully.¿ implant procedure: laparoscopic repair of giant ventral incisional hernia with gore-tex dual mesh plus. Implant: ni [ni/ni, 23 x 22 cm]. Implant date: (B)(6) 2005 (hospitalization [ni]. On (B)(6) 2005: (B)(6) . (B)(6) , md. Operative report. Preoperative diagnosis: ventral incisional hernia. Postoperative diagnosis: giant ventral incisional hernia. Anesthesia: general. Indications: this 48-year-old male has developed a ventral incisional hernia epigastrically and intermittent small bowel obstructions. He is for elective repair. Description of procedure: ¿he is seen in the holding area and brought to the operating room and placed supine in the operating table. General anesthesia was administered. [Sic] the abdominal wall was clipped and sterilely prepped and draped. In the left lateral abdominal wall, an incision was made through the skin and subcutaneous tissue and fascial layers and the peritoneum was entered bluntly and under direct vision, a pursestring [sic] suture was placed around the fascial layers. In the left lateral abdominal wall, an incision was made through the skin and layers. A hasson trocar was introduced into the peritoneal cavity and pneumoperitoneum created by insufflation of co2 gas. Next, a laparoscope was introduced. I noted the hernia and adhesions of the small bowel up into the hernia. A 5 mm trocar was then placed in the abdominal cavity through the left lower quadrant incision and using sharp dissection, adhesions were lysed freeing up the small bowel form the hernia sac. No enterotomies were made, no small bowel injury was noted even after inspection multiple times throughout the case. I then lysed some omental adhesions around the hernia which involved the epigastric midline incision. I cleared areas off around the hernia and the anterior abdominal wall. Next, I took a spinal needle and then placed it through the anterior abdominal wall and marked the four quadrants of the hernia and measured a 4 cm away from spinal needle. Spinal needle was removed. A large oval was then drawn and a large piece of gore-tex dual mesh plus is brought into the field. The hernia defect was 15 cm x 14 cm and the piece of dual mesh required was 23 x 22 cm. This was cut to fit and anchoring sutures were put in eight different positions around the mesh. The antibiotic area of the mesh was then noted. The mesh was then placed into the abdominal cavity unfurled with the antibiotic smooth side pointing down and the rough site pointing up. Eight small incisions were made around the periphery of the abdominal wall and the anchoring sutures were brought up across the fascial bridge with the endoclose device. Eight sutures were then all tied down anchoring the mesh to the anterior abdominal wall. Further anchoring of the mesh to the abdominal wall was accomplished with the spiral tacker. Once it appeared to be adequately anchored, it was noted that the defect was very well covered. No bleeding was noted. I then removed the trocars and released the pneumoperitoneum and watched the mesh approximate the underlying viscera. I then removed this remaining trocar. The large left upper quadrant type trocar had its fascial defect closed by using interrupted 0 vicryl sutures. All the skin incisions were then closed with 4-0 monocryl subcuticular stitches followed by steri-strips and sterile dressings. He tolerated the procedure well without any apparent complications. He subsequently was taken to the recovery room in satisfactory condition.¿ product identification records for the alleged gore device were not provided. Relevant medical information: on (B)(6) 2007: (B)(6) . (B)(6) , md. Operative report. Preoperative diagnosis: morbid obesity. Postoperative diagnosis: morbid obesity. Laparoscopic adjustable gastric band placement with truncal vagotomy. Brief history: mr. (B)(6) is a morbidly obese 51-year-old male unresponsive to medical management with multiple comorbidities including insulin dependent diabetes mellitus, hypertension, sleep apnea and dyslipidemia. After extensive preoperative evaluation and discussion detailed elsewhere, we have elected to proceed with laparoscopic adjustable band placement with truncal vagotomy. The patient in addition, had an open cholecystectomy, open laparoscopic ventral hernia repairs in the past. On (B)(6) 2018: (B)(6) health service area. (B)(6) , md. Operative report. Preoperative diagnosis: recurrent small bowel obstruction from stricture at prior anastomosis. Postoperative diagnosis: recurrent small bowel obstruction from stricture at prior anastomosis. Exploratory laparotomy. Lysis of adhesions times fifty minutes. Resection of ileocolonic anastomosis. Assistants: doug blackman, md. Anesthesia: general. Ebl: total I/o. In: -. Out: 170 (urine: 120; blood: 50). Blood administered: none. Drains: none. Specimen: excision. Disposition of specimen: pathology. Counts: yes. Findings: multiple adhesion to prior gore-tex mesh hernia repair, stricture at prior ileocolonic anastomosis. Procedure in detail: ¿(B)(6) presents for small bowel resection. Informed consent was obtained. He was identified in the preop holding area. He was brought to the operating room and general endotracheal anesthesia was a minister by the anesthesia staff. Foley catheter was placed by nursing. His abdomen was prepped and draped in a sterile fashion. We did a time out procedure. Midline incision was made. Subcutaneous tissues were dissected down revealing the anterior fascia. This was divided sharply along the midline. The perineal cavity was carefully entered through the previous gore-tex mesh. There are multiple loops of small bowel adherent to the anterior abdominal wall. These were avoided on entry and we carefully took down adhesions and gradually open the fascia along the midline. Next, we proceeded with adhesiolysis for 50 minutes freeing up the small bowel from the anterior abdominal wall. There were no enterotomies. He also had several long band adhesions throughout his abdomen which we took down. Next, his lap band was identified. Nasogastric tube was adjusted. Attention was directed to the right lower quadrant and is prior ileocolonic anastomosis. There was a stricture. The distal ileum was divided with the gia-75 stapler. The right colon was further mobilized from lateral peritoneal attachments. Colon protocol was followed. It was then divided just above the anastomosis with gia-75 stapler. Mesentery was taken down with ligasure. The specimen was sent to pathology. We then did a side-to-side anastomosis from the terminal ileum to the colon with gia-75 stapler. Common defect was closed with ta 60. Multiple 3-0 silk sutures were used to reinforce the staple lines. Apical stitch of 2-0 silk x2 were placed. The anastomosis was pink and viable. Enteric contents milked back and forth with no leakage. The abdomen was copiously irrigated and we ensured hemostasis. Colon protocol was continued and we changed our gowns, gloves, drapes, and instruments. Midline fascia was closed with running #1 looped pds tied in the middle. Subcutaneous tissues were irrigated and the skin was closed with staples. All counts were correct. He tolerated the procedure well without apparent complication and was taken recovery in stable condition.¿ patient disposition: pacu-hemodynamically stable. Explant procedure #1: excision of chronic abdominal wound. Excision old mesh. [Partial] explant date: (B)(6) 2019 (hospitalization [same day]) on (B)(6) 2019: (B)(6) health service area. (B)(6) , md. Operative report. Preoperative diagnosis: chronic abdominal wound. Postoperative diagnosis: chronic abdominal wound, old goretex mesh with chronic inflammation. Assistants: none. Anesthesia: local and general. Ebl: total I/o. In 600. Out: -. Drains: none. Specimens: excision. Disposition of specimen: pathology. Counts: yes. Dictation: ¿(B)(6) presents for excision of chronic abdominal wound. He was identified in the preop holding area. Informed consent was obtained. He received intravenous antibiotics. He was brought to the operating room and general endotracheal anesthesia was administered by the anesthesia staff. His abdomen was prepped and draped in sterile fashion. We did a timeout procedure. I made an elliptical incision to encompass his supraumbilical chronic wound and granulation tissue. Subcutaneous tissues were dissected down into the subcutaneous fat. I excised all of the chronic inflammatory tissue that was present. I encountered the cause of the chronic inflammation and it was old gore-tex mesh. I was able to excise a large portion of it medially and laterally each several square centimeters in size. All the remainder of the mesh that I could tell was completely incorporated. There was some other chronic granulation tissue completely debrided that as well. Hemostasis was obtained. I then irrigated the wound with 1 l of triple antibiotic saline. The wound was then closed with 3-0 nylon just in the skin. A bulky gauze dressing was applied as drainage is expected. All counts were correct. He tolerated the procedure well without apparent complication and was taken recovery in stable condition.¿ patient disposition: pacu-hemodynamically stable. Explant procedure: excision of abdominal wall mesh. Explant date: (B)(6) 2019 (hospitalization (B)(6) 2019) on (B)(6) 2019: (B)(6) health service area. (B)(6) , md. Operative report. Preoperative diagnosis: chronic rejection of mesh. Postoperative diagnosis: chronic rejection of mesh. Assistants: none. Anesthesia: general. Ebl: 50 cc. Blood administered: none. Drains: none. Specimen: excision. Disposition of specimen: pathology. Counts: yes. Findings: I removed a large piece of old gore-tex mesh, no evidence of fistula. Procedure in detail: ¿mr. (B)(6) presents for excision of mesh from his abdominal wall. This is an old gore-tex mesh from previous hernia repair. He underwent further laparotomy after that and the mesh has been causing a chronic open wound on his abdomen. 3 pieces have previously been removed. He presents for excision of the remainder of the mesh. He was identified in preop holding area. Informed consent was obtained. He received intravenous antibiotics. He was brought to the operating room and general endotracheal anesthesia was administered by the anesthesia staff. His abdomen was prepped and draped in a sterile fashion. Timeout procedure was performed. I made an elliptical incision to excise the old chronic granulation tissue. I also extended this incision cephalad to facilitate exposure of the mesh. As I excised the chronic granulation tissue, I encountered the piece of mesh. This was carefully dissected out from the tissues below in the abdomen and from the fascia above. I opened the fascia cephalad for a few centimeters to facilitate removal of the mesh. I removed multiple spiral tacks. This large piece of mesh was carefully removed in its entirety. It seemed to be all of the rest of the mesh that was palpable. I got to a clear edge with sutures that were placed when it was put in along the edges of it. It was removed and send to pathology for gross identification only. The wound was then copiously irrigated and inspected. There was no evidence of fistula. I achieved good hemostasis. The fascia that I had opened was closed with interrupted #1 novafil sutures. I then left the inferior portion of the wound open. The area was irrigated and hemostasis was again ensured. I closed the upper portion of the wound with staples and packed the lower portion with a wet-to-dry narrow kling. Bulky sterile dressings were applied. He tolerated the procedure well without apparent complication. All of the counts were correct. He was taken recovery in stable condition.¿ patient disposition: pacu-hemodynamically stable. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated type of investigation. H6: updated investigation conclusions. This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. No further investigation is required at this time. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Following gore¿s investigation, the previously submitted annex f code has been updated to reflect gore¿s final conclusion. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the device.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. After multiple requests, specific lot number information was not provided for this device, but product type has been confirmed. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
It should be noted that the gore¿ dualmesh¿ biomaterial instructions for use addresses the following adverse reactions among others: possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." ¿ the gore¿ dualmesh¿ biomaterial instructions for use also states: strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2005 whereby a gore¿ dualmesh¿ biomaterial was implanted. The complaint alleges that on (B)(6) 2018, (B)(6) 2019 and (B)(6) 2019, additional procedures occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: additional surgery; adhesions; chronic pain; infection; mesh removal; revision. Additional event specific information was not provided.